Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported through a research article identifying amplatzer devices that may be related to complications post procedure. Details are listed in the article, titled "patients: initial and one-year follow-up results¿do we have the proper device?" This research article is a retrospective multiple center experience to evaluate patent ductus arteriosus (pda) transcatheter closure for elderly patients with calcified and fragile duct. These devices used included amplatzer devices, heart r, cardi-o-fix, and hyperion. The study concluded that transcatheter pda closure in elderly patients is safe and efficient with a high complete closure rate and few complications. It was reported in the article that a (B)(6) year old patient with a patent ductus arteriosus type a was implanted with a 6-4 amplatzer ado ii. The patient was treated with nitroglycerine infusion. There were no other further complications reported during the one year follow up. There is no allegation of malfunction of the ampaltzer duct occluder. The primary author of the article is michal galeczka, md of department of congenital heart defects and paediatric cardiology, poniatowskiego 15, 40-055 katowice poland with the corresponding email: michalgaleczka@gmail.com.

Manufacturer narrative:
An event of the patient needing nitroglycerin was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.